Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that low flow alarms were found in the log files from (B)(6) 2021. Furthermore, it was reported on (B)(6) 2021 that the patient was explanted due to outflow graft obstruction. On (B)(6) 2021, it was reported that echocardiogram/ramp echocardiogram results indicated that the patient had severe left ventricular dysfunction, a dilated right ventricle with mild dysfunction, a severely dilated left atrium, and a cardiac index (ci) of 1.88, indicating heart failure. There was also concern for a kink in the outflow graft cannula. A computed tomography (CT) scan subsequently revealed outflow graft obstruction "at multiple levels" due to thrombus and anastomotic narrowing at the aorta. The device did not operate as expected and the patient was upgraded to status 2 for transplant by unos. The left ventricular assist device (lvad) was decommissioned on (B)(6) 2021 and replaced with an axillary impella (lvad in situ).

Event description:
The patient ultimately received a heart transplant on (B)(6) 2021 after having the vad decommissioned on (B)(6) 2021.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: a direct correlation between the reported adverse events (suspected thrombus and patient condition) and (B)(6) could not be conclusively determined through this investigation. The report of a kinked outflow graft could not be confirmed as no computerized tomography scans were provided for review, and no product was returned for evaluation. The submitted log file contained data on (B)(6) 2021 spanning from 00:51:28 to 05:16:08, per the timestamp. Continuous low flow alarms ((B)(4) in total) were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). No other notable alarms were captured. The patient was admitted to the intensive care unit due to continuous low flow alarms, a pulmonary capillary wedge pressure of 18 millimeters of mercury (mmhg), a cardiac index of 1.88, shortness of breath, and edema. An echocardiogram was performed and revealed severe left ventricle dysfunction, a dilated right ventricle with mild dysfunction, a severely dilated left atrium, and concern for an outflow graft kink. A right heart catheterization (rhc) and chest computerized tomography (CT) scan were also collected and the CT scan revealed an outflow graft obstruction at multiple levels due to a thrombus formation, as well as anastomotic narrowing at the level of the aorta. The patient was upgraded to status 2 on the heart transplant list and was taken to the operating room on (B)(6) 2021 for ventricular assist device decommissioning. While in the operating room, the outflow graft bend relief collar was opened, a kink was released, and a liquefied thrombus was drained. The outflow graft was then ligated closed, the ventricular assist device was decommissioned/left in situ, and an impella 5.5 pump was implanted. The patient ultimately received a heart transplant on (B)(6) 2021. Multiple requests for product return have been sent to the account; however, no response/product has been received at this time. The heartmate ii left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Speed, power, flow, and pulsatility index are also outlined in this section. Section 4 explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 outlines the indications of thrombus and how to respond to such events. Section 7 entitled outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii left ventricular assist system patient handbook, rev. C, outlines all system controller alarms in section 5, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported adverse events (suspected thrombus and patient condition) and (B)(6) could not be conclusively determined through this investigation. The report of a kinked outflow graft could not be confirmed as no computerized tomography scans were provided for review, and no product was returned for evaluation. The submitted log file contained data on (B)(6) 2021 spanning from 00:51:28 to 05:16:08, per the timestamp. Continuous low flow alarms (236 in total) were captured throughout the log file due to the estimated pump flow being calculated as below the threshold of 2.5 lpm. No other notable alarms were captured. A specific cause for the change in pump parameters cannot be conclusively determined. The patient was admitted to the intensive care unit due to continuous low flow alarms, a pulmonary capillary wedge pressure of 18 millimeters of mercury (mmhg), a cardiac index of 1.88, shortness of breath, and edema. An echocardiogram was performed and revealed severe left ventricle dysfunction, a dilated right ventricle with mild dysfunction, a severely dilated left atrium, and concern for an outflow graft kink. A chest computerized tomography (CT) scan was also conducted and revealed an outflow graft obstruction at multiple levels due to a thrombus formation, as well as anastomotic narrowing at the level of the aorta. The patient was upgraded to status 2 on the heart transplant list and was taken to the operating room on (B)(6) 2021 for ventricular assist device decommissioning. While in the operating room, the outflow graft bend relief collar was opened, a kink was released, and a liquefied thrombus was drained. The outflow graft was then ligated closed, the ventricular assist device was decommissioned/left in situ, and an impella 5.5 pump was implanted. The patient ultimately received a heart transplant on an unspecified date in 2021. Multiple requests for product return have been sent to the account; however, no response has been received at this time. The heartmate ii left ventricular assist system instructions for use lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus and how to respond to such events. The instructions for use contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief, and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft. The instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. The heartmate ii left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Speed, power, flow, and pulsatility index are also outlined in this section. Section 4 explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding section 6 outlines the indications of thrombus and how to respond to such events section 7 entitled outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii left ventricular assist system patient handbook, rev. C, outlines all system controller alarms in section 5, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.